Event description:
Pt had undergone aortic valve replacement in 1997 with a tissue valve. Pt developed prosthetic valve stenosis and presumed calcification. Pt was taken to surgery for replacement of the aortic valve prosthesis with a #21 carpentier edwards bovine pericardial valve. During surgery, the surgeon noted there was considerable calcification on all three leaflets of the aortic valve. There was some tissue overgrowth over the commissures. Pathology did a gross evaluation and took a photo. Original valve was returned to co for evaluation after the surgery was completed. Pt tolerated the surgery and was discharged home in stable condition.